Manufacturer narrative:
Additional patient identifier: (B)(6). Patient age, date of birth, and weight not available for reporting. This report is for two (2) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) nail was observed to be cutting out anteriorly in the distal femur. The implantation date was unknown. The issue was seen on an x-ray and revealed the allegation at the anterior and distal side of the implant. The patient will not be revised due to medical complication. This report is for two (2) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Note: at the time of the investigation requirements at customer quality, it was noted that a broken screw is also shown in the provided x-rays. Investigation flow: broke visual inspection: device was not returned. Visual inspection of x-rays of the complaint device performed at customer quality (cq) confirmed the condition of post operative device breakage, which agrees with the reported complaint condition. The proximal of the two distal locking screws has broken in situ. Therefore this complaint is confirmed. The fracture pattern and further details about the screw are not obvious due to the poor quality of the provided radiographic image. Document/specification review: a review of the device history records was unable to be performed since the lot number was unknown. A drawing review could not be performed because the part# involved was not reported and the screw characteristics (length, diameter) were not provided. Dimensional inspection: a dimensional inspection relevant to this complaint could not be performed as the devices were not returned (devices are in situ). Material analysis: material analysis could not be performed as the lot# was not provided and device was not returned. Conclusion: a definitive root cause for the screw breaking postoperatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.